Event description:
It was reported that the needle did not deploy. Pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received in undeployed state. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in the completion of the second priming sequence without the cannula and needle deploying. The download data contains no timeouts, drive stalls, or hazard alarms. Upon investigation of the drive mechanism, commutator cap was found to be contaminated, which caused the rotational sensor malfunctions. The top ratchet retainer pin was noted to be slightly lifted. It could not be conclusively determined if this contributed to the rotational sensor malfunctions. Needle mechanism deployed during the rerun when the ratchet gear reached the firing position.